Manufacturer narrative:
Investigation of the user¿s returned device confirmed the melting alleged by the user. The personal diabetes manager (pdm) was manufactured to the current specifications (including updates to the charging circuit to correct issues that were previously identified). Observations and chemical analysis of the charging port receptacle, charging cable connector and the charging circuit board components identified polyamide fiber contamination inside the charging port receptacle. The fiber was long enough and, in a position, to span the power and ground pins of the usb-c connector. The most likely root cause for this thermal event was foreign material within the cable connector or receptacle combined with moisture or humidity, resulting in a short circuit during charging. The failure was confirmed to be between the vbus and ground, which is different than events previously reported and investigated related to the field action, which were between the adjacent cc and vbus receptacle pins.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) was damaged and could not be charged. The charging port was reported to be melted.